Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that upon interrogating the device, an alert was displayed indicating possible output circuit damage had been detected on (B)(6) 2011. Short bursts of noise on both a and v channels lead to vt diagnosis. One vt episode resulted in therapy. The patient was exposed to cautery during that time. This was clinically resolved by reprogramming the device.